Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user required access to login. The technical support specialist (tss) helped the user to get the key out of the refrigerator and put it back into the cabinet to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, keys in the cabinet was not working with the lock box. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, keys in the cabinet was not working with the lock box. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.